Event description:
Customer run patient samples when automatic quality control (aqc) was turned off. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have run patient samples when aqc turned off on the instrument. Siemens technical solution center team explained the option of setting security levels to customer to prevent recurring of the event. Customer confirmed that there was no impact on patient treatment due to this event and no erroneous results being reported from the 3 ER patient samples. The event has occurred due to an operator error.